Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to a defective board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation also found the color of the image was poor and intermittent due to a defective circuit board. Additionally, a net spacer was damaged, and the inside harness was corroded. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during maintenance, the image color on the visera elite video system center was bad. There was no patient involved. The device was returned to an olympus service center for evaluation. Inspection and testing found the front panel white balance light was blinking during initial boot-up due to a faulty circuit board. This report is being submitted for the malfunction found during the device evaluation (faulty circuit board).